Event description:
The sales representative reported a hip revision surgery due to patient infection. The surgeon removed all acetabular cup, femoral head, femoral neck, femoral stem and the apical hole plug. The original implant surgery was on (B)(6) 2011. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery the acetabular cup, femoral head, femoral neck, femoral stem and the apical hole plug were removed. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.